Event description:
It was reported that balloon air leakage was found before surgery. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was biological residue on the cuff balloon and another device wrapped with tape that was adhered to the tube. However, there was no damage in the construction of the device that would have resulted in the reported event. Functionally, a syringe was used to inject 20-cc of air into the cuff and there were no leaks during inflation. The device was inflated and deflated multiple times with no issues. A leak test performed by submerging both the cuff and the inflation assembly, at different times, and no leaks were observed. Electrically, for further analysis, a continuity test was performed to verify the resistance of each lead was between 1.7 and 3.7 ohms and the actual measurements were as follows: 3.4 ohms (blue), 3.4 ohms (blue with clear tubing), 3.7 ohms (red), and 3.7 ohms (red with clear tubing) in which all electrodes were within specification. In the returned c ondition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.